Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during implant procedure of implantable pacing lead (ipl), the nurse indicated that the tip was unable to screw and/or unscrew when tested prior to implant. The ipl was exchanged for a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.